Event description:
The patient was inappropriately treated 1 time by the lifevest. The patient was reportedly conscious at the time of the event. Supraventricular tachycardia (svt) contributed to the false detection. The response buttons were not pressed during the event. No injury was reported from the treatment. The patient was in the hospital prior to the event, during the event, and remained there following the event. The patient continued to use the lifevest. No deficiencies were alleged against the device. A us distributor contacted zoll to report that a patient developed open skin contact sores under the left breast and under the left side of the garment. The wounds are due to moisture accumulation that are a little bit open, not bleeding and on the lower end of pt¿s left breast. There was no alleged device malfunction contributing to the irritation. The patient¿s physician prescribed medihoney for the area and a wrap was put over it. Follow up indicated not sure if there has been any improvement.

Manufacturer narrative:
The monitor and electrode belt were returned to the distributor. The investigations have not yet been completed. Based on the data available at this time, there is no indication of a device malfunction causing or contributing to the inappropriate treatment. Inappropriate defibrillations are an anticipated risk associated with the use of the lifevest. Patients are instructed through alarms, voice messages, IFU, and training to press the response buttons to prevent an inappropriate defibrillation. The current commercial inappropriate defibrillation rate is consistent with the observed rate during the pivotal clinical trial (B)(4) (0.69% per patient-month with 90% confidence). A summary of the safety and effectiveness data (ssed), including the inappropriate defibrillation safety objective supporting FDA's approval of the lifevest, can be found at http://www.accessdata.FDA.gov/cdrh_docs/pdf/p010030b.pdf. The lifevest detection algorithm complies with iec 60601-2-4 performance requirements for sensitivity and specificity. Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue¿ defibrillation gel.